Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. According to the information received this could be a case of a contraindication considered in the instructions for use of the product. If the patient had hypersensitivity or allergy to polyamide the reaction could occur. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Moreover, taking into consideration the description of the case, is considered a contraindication already considered in the instructions for use of the product. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with dafilon suture. The client reported that a tooth was extracted and sutured. Two days later, the patient's suture mouth was red and swollen, touching pain. No sample or picture provided. The wound was clean without infection. Suspected suture allergy. Removed the dafilon. The next day, the suturee mouth redness and swelling improved, no pain. No further information received.